Event description:
During a transfemoral procedure, the sapien xt valve was deployed in a too ventricular position resulting in moderate paravalvular leak (pvl), requiring a second valve to be placed. As reported, the first valve was positioned 50:50 within the annulus and deployed carefully with a 2-step inflation. During deployment, the valve migrated towards the ventricle and ended 80:20 ventricular/aortic. There was no loss of pacing noted and the patient remained stable. An echo revealed moderate pvl. An additional 1cc was added to the delivery system for post-dilation with no improvement of the pvl. A new delivery system was prepped and advanced with a second valve. The valve was positioned and deployed 50:50 within the previously placed valve with some adjustments during deployment. A follow up echo revealed resolution of the pvl. The patient remained stable throughout and left the room in stable condition. Per report, the cause of the ventricular malposition was due to calcium. The native annulus area measured 355mm2 by CT. There was moderate annular calcification, bulky leaflet calcification and no calcification in the aortic root. Coaxial alignment of the delivery system and valve, and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report the cause of the ventricular malposition was due to severe ¿bulky¿ leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.